Event description:
On (B)(6) 2013 end user reported that the device burned layers of skin on her arm. She still has the impression of the bandage on her arm and claims she will always have a scar there.

Manufacturer narrative:
Aso reviewed the following records for testing performed on material used for this type of product. Cytotoxicity study using the iso agarose overlay method - solid - code: product # xp109-e, lot k2069-05. (B)(4). All testing was acceptable.